Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-1223 for a description of the other event. It was reported to boston scientific corporation in 2008, that during an unknown procedure (patient information unknown) when the physician attempted to backload a 7fr rx flexima stent over the wire, they noticed the outer sheath on the wire was torn and "rucked," preventing passage of the stent. The procedure was completed with another hydratome device, with no patient complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Examination of the returned product confirmed the customer complaint, the outer teflon jacket is torn. Although the exact cause of failure cannot be determined, the most probable cause for the reported failure may be due to user error. The customer used a wire different from the wire normally packaged with the hydratome kit. The wire used was much longer than that provided in the kit.